Event description:
It was reported that the bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin had increased levels of hemolysis in them after use. This occurred on 4000 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "customer have seen an increased level of hemolysis after they have been analysed in instruments."

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for hemolysis with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin had increased levels of hemolysis in them after use. This occurred on 4000 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "customer have seen an increased level of hemolysis after they have been analysed in instruments."